Manufacturer narrative:
(B)(4). The s-ICD system was retained by the hospital. The field representative stated he would return the s-ICD and electrode should the hospital release the products. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received nine appropriate shocks for ventricular fibrillation (vf), which displayed a torsades type rhythm. Sensing was questionable and noted a long time to therapy with multiple shocks to convert. Captured s-ecgs and episodes strips were reviewed by boston scientific technical services (ts). Large amplitude signals were noted in secondary and primary vectors, so will maintain alternate. Ts was not determined that a different vector would have resulted in less time to therapy. Device data was further reviewed by ts. Episodes confirmed a torsades type pattern at various times, which contributed to the longer time to therapy between shocks. There was no significant noise present. There were four episodes total from (B)(6) 2016. Episode 001 had 3 shocks and non-conversion. Episode 002 had 5 shocks and therapy was exhausted with non-conversion. Episode 003 had 1 shock that converted rhythm with post-shock pacing. Episode 004 was classified as untreated and arrhythmia self-terminates. Ts noted in episode 004 that there was some type of complex that was potentially non-cardiac, which may suggest patient was having pressure on chest or bumping around near that time. Shock impedances were around 130 ohms. The patient was referred for x-rays. X-rays were taken and confirmed the system placement was not optimal. Ts discussed that repositioning the system may not improve performance. The physician explanted the s-ICD system and replaced it with a transvenous system and a subcutaneous coil due to the patient's chronic high dfts. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The set-screw moved freely in both directions. Visual inspection of the electrode barrel noted no anomalies. A test electrode was inserted into the lead barrel and could be fully inserted with no issues. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 10, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received nine appropriate shocks for ventricular fibrilation (vf), which displayed a torsades type rhythm. Sensing was questionable and noted a long time to therapy with multiple shocks to convert. Captured s-ecgs and episodes strips were reviewed by boston scientific technical services (ts). Large amplitude signals were noted in secondary and primary vectors, so will maintain alternate. Ts was not determined that a different vector would have resulted in less time to therapy. Device data was further reviewed by ts. Episodes confirmed a torsades type pattern at various times, which contributed to the longer time to therapy between shocks. There was no significant noise present. There were four episodes total from (B)(6) 2016. Episode 001 had 3 shocks and non-conversion. Episode 002 had 5 shocks and therapy was exhausted with non-conversion. Episode 003 had 1 shock that converted rhythm with post-shock pacing. Episode 004 was classified as untreated and arrhythmia self-terminates. Ts noted in episode 004 that there was some type of complex that was potentially non-cardiac, which may suggest patient was having pressure on chest or bumping around near that time. Shock impedances were around 130 ohms. The patient was referred for x-rays. X-rays were taken and confirmed the system placement was not optimal. Ts discussed that repositioning the system may not improve performance. The physician explanted the s-ICD system and replaced it with a transvenous system and a subcutaneous coil due to the patient's chronic high dfts. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This follow-up 001 report was not submitted previously. As per request by the FDA on january 10, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received nine appropriate shocks for ventricular fibrilation (vf), which displayed a torsades type rhythm. Sensing was questionable and noted a long time to therapy with multiple shocks to convert. Captured s-ecgs and episodes strips were reviewed by boston scientific technical services (ts). Large amplitude signals were noted in secondary and primary vectors, so will maintain alternate. Ts was not determined that a different vector would have resulted in less time to therapy. Device data was further reviewed by ts. Episodes confirmed a torsades type pattern at various times, which contributed to the longer time to therapy between shocks. There was no significant noise present. There were four episodes total from (B)(6) 2016. Episode 001 had 3 shocks and non-conversion. Episode 002 had 5 shocks and therapy was exhausted with non-conversion. Episode 003 had 1 shock that converted rhythm with post-shock pacing. Episode 004 was classified as untreated and arrhythmia self-terminates. Ts noted in episode 004 that there was some type of complex that was potentially non-cardiac, which may suggest patient was having pressure on chest or bumping around near that time. Shock impedances were around 130 ohms. The patient was referred for x-rays. X-rays were taken and confirmed the system placement was not optimal. Ts discussed that repositioning the system may not improve performance. The physician explanted the s-ICD system and replaced it with a transvenous system and a subcutaneous coil due to the patient's chronic high dfts. No additional adverse patient effects were reported.